Event description:
The patient experienced under stimulation. The device system was replaced. The hcp reported there was no injury associated with the event.

Manufacturer narrative:
The implantable neurostimulator and lead have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.